Event description:
Health care professional called to report discrepant results. In 2006, the results were 516mg/dl (09:17); the lab results were 131 mg/dl (09:10). No adverse event reported. A request was made for the return of the device and a replacement was sent.